Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this entire pacing system was explanted due to pocket erosion with a confirmed gram positive bacterial infection. No temporary pacing support was required and no return of product expected. Following infection resolution, another system will be implanted.